Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 1.4866 mg/day) via an implantable infusion pump. It was reported that the patient was not getting relief from the pump. A dye study was performed and the catheter could not be aspirated. The catheter was disconnected at the anchor site and no cerebrospinal fluid (csf) was observed, the hcp removed part of the spinal segment and replaced it with a 8782 kit. Good csf was observed at end of case from the catheter access port. It was noted that the removed spinal segment was in the possession of the hospital.